Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had pace impedance measurements greater than 3000 ohms. The measurements were consistent for the past month and was intermittent for the past 6 months. The lead reportedly had no capture, noise was present and was still sensing. The physician upgraded the patient to a biventricular device (biv) and left the ra lead implanted. During the procedure, fluoroscopy did not reveal anything; however it was thought that there was conductor damage. Sensing in the ra was 1.0mv with p-waves at approximately 2.5 mv. Boston scientific technical services (ts) discussed turning off atrial based detection enhancements as something to consider. No adverse patient effects were reported.